Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/18/2019.

Event description:
The customer reported the 100% oxygen button acts like it keeps pressing on its own, as if it were being pressed repeatedly. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) confirmed the reported problem. The fse remotely verified on the touchscreen diagnostics page, the crosshairs came right to the finger tip when pressed, but stayed there when the customer took his finger away. The crosshairs should go away when the finger was taken away. The fse advised to replace the touchscreen and provided the part number. The touchscreen was replaced, and the customer confirmed that the unit was returned to service.